Event description:
The surgeon reported that the pt's right hip was revised due to altr on (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2012-01085.